Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the first outpatient appointment post-implant, the device was found to be in backup vvi mode. The device firmware was reinstalled to resolve the issue at no consequence to the patient. The cause for the backup was unknown and the patient was well.